Event description:
Details of complaint is as follows: "1. Uneven surface of the product itself, and there is uplift phenomenon; and 2. Black spots on the dressing."

Manufacturer narrative:
Additional information was received on august 28, 2015. The product associated with lot#2l01404 was manufactured according to specification. There is no previous investigation for this case. After a thorough batch review no discrepancies or non-conformances were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on july 10, 2014. FDA registration number reporting site: (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.